Event description:
Pt was under-going removal of a malfunctioning porta cath and insertion of a new portacath. During the procedure, approx 6" of the guidewire tip coating (teflon) remained in the pt. Physician decided to leave tip in pt.